Manufacturer narrative:
(B)(4). The rt202 adult breathing circuit kit contains an mr290 autofeed humidification chamber. The 510 (k) number for the rt202 adult breathing circuit kit is k983112. Method: the returned rt202 breathing circuit and associated mr290 chamber were tested for leaks. Results: although the rt202 breathing circuit did not leak, pressure testing revealed a leak between the dome and aluminum base of the mr290 chamber. A lot check revealed no other complaints of this nature for lot number 090926. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the production process which detects potential leaks due to cracks and other sources. Any chamber which fails the production leak test is rejected. It is possible that the complaint chamber was not properly assembled on the production line which may have contributed to the formation of a weaker seal between the gasket and the lip of the chamber dome. Although the subject chamber passed post-production leak tests, it is possible the weaker seal was exacerbated when the chamber was subjected to heat from the heater base. Our user instructions which accompany the mr290 chamber specifies to the user to perform a pressure and leak test on the system prior to use. (B)(4).

Event description:
A hospital in (B)(6) reported that a new rt202 adult breathing circuit kit had a leak. The leak was noticed by hospital staff before patient use.